Event description:
It was reported that the patient's left knee was revised due to a painful tibia. A cr knee was converted to a ts knee with cones and stems. Rep confirmed that there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding pain involving a triathlon baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as lot code information was unknown. Complaint history review: could not be performed as lot code information was unknown. Conclusions: it was reported that the patient was revised due to pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays s well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#triathlon cr fem comp #4 l-cem ; cat#5510f401 ; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.